Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb pa dissected out the vein and had begun cauterizing branches with the bisector. At that time she noticed only intermittent activation of the bisector and increased bleeding in the tunnel probably due to cutting of branches. Changed out the bipolar cable with no resolution, then opened a new kit and the new bisector worked as expected. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The vasoview 7 xb device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Charred tissue and heavy buildup were observed at the electrodes and blade. Specks of blood were observed on the handle. The device was evaluated for mechanical function. The toggle was able to fully extend and retract the blade with no observed difficulty. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the return condition of the device, the reported failure mode "intermittent continuity" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb pa dissected out the vein and had begun cauterizing branches with the bisector. At that time she noticed only intermittent activation of the bisector and increased bleeding in the tunnel probably due to cutting of branches. Changed out the bipolar cable with no resolution, then opened a new kit and the new bisector worked as expected. The hospital did not report any patient effects.